Event description:
Rn [registered nurse] removed IV tubing from packaging and spiked a bag. When priming the tubing, it was noted that the tubing was separated below the needleless hub and was in two separate pieces. The packaging was intact prior to opening. Tubing and IV bag replaced.